Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.